Event description:
It was observed during the device evaluation, the acoustic lens and the adhesive area between acoustic lens and ultrasound probe of the gastrointestinal videoscope had a chip. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the device was evaluated, and a reportable malfunction was noted where the acoustic lens and the adhesive area between acoustic lens and ultrasound probe had a chip. However, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.